Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room on 02/01/2016 due to a low blood glucose level of 30 mg/dl. The paramedics were called. The customer was sleeping when he experienced the hypoglycemic episode. The customer was given a glucagon shot and something to drink. He was wearing the insulin pump at the time of the emergency room visit. The insulin pump did not vibrate or sound. The device was not returned.